Event description:
It was reported that there were high thresholds, high impedances, and a possible fracture on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).